Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lower bowel on an open bowel resection, the anvil could be tilted after firing but there was an incomplete staple line. It was stated that some tissue delamination like mucosa and submucosa was sliding on itself when the device was being compressed. It was also stated that there was a positive intra-operative air leak test requiring to oversew the staple line.